Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a post-op follow-up. Episodes of non-sustained rv oversensing due to noise were observed. The noise was not reproducible with isometrics and pocket manipulation. Possible myopotential oversensing was suspected. Programming changes were recommended.